Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that an infection at the insertion site may have contributed to the observed discrepancies. The user reported that their symptoms subsided after they took oral antibiotics. Customer care recommended that user monitor the system until the insertion site heals and to call back if the discrepancies occur after the insertion site heals. Per dms review, the user is using the system with up-to-date information.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy while their insertion site was healing.